Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the fact that the scope connector had poor contact due to a faulty socket. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the xenon light source displayed a scope communication b30 error message and a cracked tab within the socket. The issue was found during preparation for a diagnostic procedure. There were no reports of patient harm.